Manufacturer narrative:
The reason for the displacement of the implant into the sinus cavity cannot be determined with the available information. There are no indications that this problem is related to the products used. This event is reportable per 21 cfr part 803. The device was evaluated and found to be within specification.

Event description:
According to the available information a patient received an osseospeed tx 4.5x9 dental implant in position 14 (fdi 26) (B)(6) 2019. The implants has never been prosthetically restored and presumably has been covered by mucosa since a cover screw was used. The implant has, according to the complaint, migrated into the maxillary sinus and has been surgically removed (B)(6) 2020.